Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder customer reports that the rubber sleeve leaked. This event occurred two times. The following information was provided by the initial reporter. The customer stated: leaked rubber sleeve. During sampling rubber sleeve leaked and blood went inside and outside holder. (To lab nurse hands and clothes). Lab nurse had gloves and work clothes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text: see h.10.